Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe stenosis and "heavy" leaflet calcification. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 8 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.